Event description:
It was reported that this patient was found in an altered state and was unresponsive for thirty minutes at a detox center. The patient received multiple different shocks. Looking through these episodes, the patient had decreased heart rate with a morphology that was consistent with CPR. Due to this, the patient received inappropriate shocks for oversensing of wide and polymorphic signals. At the time the patient was intubated at a hospital facility. This is considered a serious injury as medical intervention was required to treat the patient. No additional adverse events were reported.